Event description:
The rn was unable to start the pump. The pump would not allow the patient to access.biomedical engineering performed a technical assessment: the pump functioned properly. The pump's history log was empty when first booted. No obvious reason for malfunction. Put back into service.